Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu associated with this complaint to perform failure analysis (fa). The iesu was analyzed and found to have error c-34 at start up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was an activation interrupted message with a c-34 error. The customer stated that they had energy at the beginning of the case but not at the time of the call. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed multiple errors for the integrated electrosurgical unit (iesu). The customer stated that they attempted to power cycle the generator, but the errors remained. The tse had the customer power down the iesu, reseat all 3 connections on the back, and power the iesu back on. The customer performed this, but the error returned. The tse had the customer acknowledge the error and the screen cleared but once the surgeon attempted to use energy, the fault returned. The tse recommended to bring in another tower. The customer stated that due to the connections and placement of the tower, it was not possible. The tse asked if they have a 3rd party generator with personality module energy device (pmed) cable 371716. The customer stated that they believed so and were going to look. The site was completing the procedure as planned.